Event description:
It was reported that a malfunction alarm with code malf 12 occurred, but there were no notable events prior to the malfunction. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl. Technical support provided pump reset information and assisted with resetting the pump. The malfunction did not recur after the reset, and the customer continued to use the pump for insulin therapy.